Event description:
The customer reported that when the needle was removed from the patient, the insulation coating was peeling off. The needle was removed from use. The customer reported that a guiding needle was also in use.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.